Event description:
It was reported that air bubbles were observed within the patient line. Customer¿s blood glucose level was 114 mg/dl. Customer declined further follow up and troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.